Event description:
Correction: three extractors were not able to open and close during the same procedure for the same patient. One of the extractors is covered under this report with the patient identifier: (B)(6) and manufacturer report number: 1820334-2025-01224. The other two extractors are covered under the manufacturer report number: 1820334-2025-01229 and 1820334-2025-01227. Additional information was received 16dec2025. The procedure was completed by opening another extractor that was functioning.

Manufacturer narrative:
Additional information: b5, d4. Investigation ¿ evaluation: it was reported that three perc ncircle nitinol tipless stone extractors (MFR report#: 1820334-2025-01229 and 1820334-2025-01227) were unable to open and close during the endoscopic combined intrarenal surgery (ecirs) procedure. The procedure was completed by opening another extractor that was functioning. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, specifications, and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. Three devices were returned to cook for evaluation. Upon visual inspection, no damage to the devices were observed. However, one of the devices was missing the gray plastic piece on the handle to attach the basket to. The basket of all three devices was able to open/close without issues. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no relevant non-conformance's. A complaint history search identified no other events reported for the related failure mode. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device does not contain information relevant to the reported event. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - phone number: (B)(6), postal code: (B)(6). G4 ¿ PMA/510(k) #: exempt. H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the perc ncircle nitinol tipless stone extractor was unable to open and close during the endoscopic combined intrarenal surgery (ecirs) procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested but has not yet been received.